Event description:
The customer reported that the device's battery was not charging and had a red x and beeps. There were no reports of pt of involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.